Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient line disconnected while the patient was sleeping. Upon conclusion of the investigation, the direct cause of the reported event was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a home choice (hc) device during drain 3 of 5. The patient reported the patient line disconnected while sleeping. The technical service representative explained the alarm and assisted the patient in clearing the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.